Manufacturer narrative:
Additional narrative: manufacturing evaluation: eval lot 7443281. Mark two engineering manufactured the 14mm reamer head for ria, part 352.254, manufacturing lot 7443281. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2013, and to synthes final inspection sheet. The product was released to the warehouse on (B)(4) 2013. There were no material record reviews, non-conformance reports, or complaint related issues with this lot. Due to an unknown cause, two fingers broke off of the reamer head; there are no fragments with complaint. The material and dimensions of the part are per specification except for the damaged fingers. Based on the evaluation and the unknown cause, this complaint is considered confirmed but is not manufacturing-related. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the medullary reamer head broke up during a surgical procedure. Surgery was prolonged about 90 minutes, the broken pieces were retrieved this is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device returned, part and lot number, 352.254; lot. 7443281 do not match the part and lot number reported from the event, 352.254s lot 8814237. The supplier lot number prior to sterilization for the reported lot number of 8814237 is reported in the device history report as 7443284. Device is an instrument and is not implanted/explanted. Device history record (DHR) 352.254 - 14mm reamer head for ria - lot 7443284 - (B)(4). There were no material review reports, nonconformance reports or complaint related issues with this lot. The 14mm reamer head for ria was made to the synthes drawing p/n 352.254, revision ¿e¿, released on september 24, 2009. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.